Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The investigation revealed that a flash rom ic (integrated circuit) chip on the main circuit board that stores the device's software program was no longer functioning causing the device not to complete initialization. With no commands from the software to the main processor, the display never received the command to operate. Replacing the main circuit board resolved the issue. The device was repaired and returned to the customer.

Event description:
The customer stated the display goes blank intermittently. No patient involvement.